Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting elective replacement indicator with a current monitoring voltage of 2.65 and charge time of 26.6 seconds. The long charge time was discussed to be very close the end of life indicator. No adverse patient symptoms were reported.